Manufacturer narrative:
Result of investigation: vyaire medical was able to verify customer's reported problem "not holding charge". All testing performed with good known test ac adapter and patient circuit connected. Vent passed 108 hours extended tests at customer settings. Vent completed full charge during extended tests. Performed battery duration test (p/n 18603-001 rev. K), results were fail, vent shut down 30 minutes into the test. Bench testing reveals internal battery (p/n 18608-001) is not holding charge. Replace internal battery. Vent passed ts final test which includes many alarm and ventilation functions.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 ventilator does not hold charge when unplugged, continuously alarms and when plugged back in, the alarm does not go off and ventilator inoperable lights up. At this time, there is no information about patient involvement on the reported event.